Event description:
It was reported by an arjohuntleigh service technician that one of two ends of the CPR lever cable had become un-crimped during the function testing of the unit. This caused the CPR lever to not work properly. Diagnosis revealed a faulty cable. The fault was found during the commissioning stages so there was no pt or resident involvement during this occurrence. Replacing the cable corrected the fault when the manual CPR was engaged. The unit was tested and is fully functional.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.